Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed. Customer tried to recover storage space, but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and did not recover after storage recovery and reboot attempts due to a missing inseparable magnet. A field service engineer removed the drawer, replaced the inseparable, reconnected the drawer, and completed recovery. The system functioned as intended after the field service engineer repaired the device.